Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's parent reported that the insulin pump alarmed pump error 4 and pump error 53. The active insulin was deleted and was not counted when they used the bolus wizard. The customer also had issues with the battery. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was returned for pump errors. The format history file analysis confirmed the pump errors were due to a software error. The pump passed the displacement and self tests. The pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.